Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on 04/08/2015.

Event description:
Complainant reports "lyocell fiber stitching was unraveled".